Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench light emitting diode (led) being active was confirmed during evaluation of the returned heartmate mobile power unit (mpu). The returned mpu, serial number (B)(6), was evaluated at the european distribution center on 08jan2026. The unit was connected to ac power and during the boot up sequence, a yellow wrench alarm activated. The issue was traced to the main printed circuit board (pcb). The main pcb was replaced and the unit was functionally tested and passed. Preventative maintenance was performed on the mpu. The unit was returned to the rental pool and the main pcb was forwarded to the product performance engineering (ppe) department for further analysis. Upon receipt to the ppe department, the main pcb was connected to a test mpu test fixture. The unit was connected to ac power and the yellow wrench led being active was reproduced upon initial bootup. Circuit analysis of the main pcb traced the issue to an atypical output voltage from the microcontroller. All inputs to the microcontroller were measured and found to be in the expected range. The remaining components along this signal line were replaced and the issue did not resolve; therefore, the microcontroller was determined to be electrically compromised. A root cause for the yellow wrench led being active was determined to be due to a compromised microcontroller on the main pcb. The device history records were reviewed and the records reveal that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B, heartmate 3 patient handbook, rev. B are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, instructs the user how to care for and clean all equipment, including the mobile power unit (mpu). Section e of the IFU, entitled ¿safety checklist¿, instructs the user to inspect the mpu for damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) gave a red repair error when starting up. The problem could be verified coming from the printed circuit board (pcb) assembly board. It was resolved by replacing it. This was found at the european distribution center's (edc) service center.

Manufacturer narrative:
G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.